Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during preparation. Hemostasis was achieved vis manual compression for 20 minutes. There were no reported injuries to the patient. The device was trying to use after an interventional peripheral procedure using a retrograde approach. The physician was in training on the use of the mynx device. The vessel type was femoral arterial. The femoral artery¿s suitability was verified on angiography, including the 30-45 degrees insertion angle of the vascular sheath introducer. A non-cordis 6f introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). The device packaging was not damaged prior to use, there was no difficulty removing the device from the packaging, and the distal end of the mynx control device was not damaged in any way. The device will be returned for evaluation.